Manufacturer narrative:
(B)(4). The carefusion technical support specialist in conjunction with the user facility biomed determined that the most likely cause of the reported event was a faulty user interface module (uim). The alleged faulty user interface module (uim) has been received and routed to the carefusion failure analysis lab and staged for eval. Once the eval is complete, carefusion will submit a f/u medwatch report.

Manufacturer narrative:
Failure analysis: installed user interface module (uim) pn: 16370 sn: (B)(4) on avea test station rfa-1. Powered the station on but the user interface module (uim) screen remained off. After a couple of power cycles the user interface module (uim) turned on, it took about one minute for it to first power on. This occurrence is a known issue and has been isolated to thermistor pn: 68361 (rt1) located on the control board assembly. After each cycle thermistor starts warming up lowering the resistance allowing the user interface module (uim) to become responsive. Thermistor pn: 68361 specification (12 ohm min ¿ 18 ohm max). While user interface module (uim) is powered off, using a digital multi meter measured thermistor and reads 21.6 ohms which is higher than specification requirements. Root cause: I was able to duplicate and isolate the reported problem to the thermistor.

Event description:
The user facility reported that after the device has been out of use for a short time it will not power up until the power switch has been turned on and off several times.